Event description:
It was reported that during a procedure a polarx fit balloon was selected for use. However, before the cooling started, the error message, 1 - 00000020-2: the outer balloon pressure is too high was displayed. The physician replaced the cryo cable, but the issue persisted, therefore he decided to replace the balloon which cleared the error. Subsequently, after cooling three pulmonary veins, the error sn 1 - 00004000-2: the console detected blood in the catheter was displayed. The physician replaced cryo cable and the catheter which resolved the issue. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the polarx fit balloon was returned for analysis. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a procedure a polarx fit balloon was selected for use. However, before the cooling started, the error message, 1 - 00000020-2: the outer balloon pressure is too high was displayed. The physician replaced the cryo cable, but the issue persisted, therefore he decided to replace the balloon which cleared the error. Subsequently, after cooling three pulmonary veins, the error sn 1 - 00004000-2: the console detected blood in the catheter was displayed. The physician replaced cryo cable and the catheter which resolved the issue. The procedure was completed with no patient complications.